Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) for the reported event of catheter(delivery system) difficult to remove/withdraw. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a bronchial stenting procedure on (B)(6) 2013. According to the complainant, the indication for the procedure was dilation of a bronchial stenosis. During the procedure, the stent was deployed; however, the stent was unintentionally removed with the delivery system, when removing the delivery system from the patient. Another of the same size ultraflex tracheobronchial stent was not available, therefore, the procedure could not be completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the stent placement procedure was reported to be good.